Event description:
It was reported that during a cryoplasty procedure, a balloon tear occurred. The lesion was located in the heavily calcified superficial femoral artery (sfa). The physician attempted to place the polarcath balloon, however, was unable to cross the lesion. Therefore, the lesion was predilated with an unspecified balloon catheter. The balloon was inspected and small tear was noted in it. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The pt's status was reported as "fine."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).